Event description:
In 2003, the 3ml syringe exploded when inserted in plaintiff eye, causing serious and severe injuries. Plaintiff was made sick, sore, lame and disabled and suffered severe and excruciating pain and distressing mental anguish.